Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical problem with revel ventilator having hw 20 fault. Removed internal battery and transfer battery, and replaced hybrid board at which time a pop was heard at power and smoke bellowed out. Immediately removed the transferred battery. The customer reported device has a smoke. The customer confirmed that the problem happened during an engineer scheduled inspection and there was no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to reproduce customer complaint. Visual inspection of the hybrid board reveals no sign of burn/burn residue, however, vent failed to power up during bench testing. Further testing found the power up issue was due to a defective main board and hybrid board. Installed a known good main board and hybrid board and the vent powered up. The reason for the main board and hybrid board failure to power up was unable to determine in service, both parts will be sent to fa lab for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.